Manufacturer narrative:
It was not determined if fluoroscopy of the disc position before collagen deployment was obtained, but is the images were not provided to cardiva medical inc . It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: fluoroscopy images of the device placement were not obtained. By cardiva medical, therefore it cannot be determined if the disc was properly placed for deployment. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown. It is also noted that the reported occlusion occurred 26 days after the initial closure procedure.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. On (B)(6) 2020, the patient returned to office with complaint of pain at access site. Ultrasound reveals an occlusion at the right femoral artery. Patient had surgery and the vascular surgeon reported that the collagen plug was removed from the lumen of the femoral artery. No further injury or complications and patient subsequently discharged.